Event description:
Home patient (hp) contacted baxter's technical service center regarding the system error 2240 alarm that occurred during dwell 4/4 of the hp's homechoice treatment. Hp clamped off the line connected to an empty supply bag, and disconnected the bag to discard it, when the clamp "popped open". Hp ended the treatment early and finished with manual exchanges. No patient injury or medical intervention was associated with this incident, per hp.